Manufacturer narrative:
(B)(4). Guide wire: asahi miracle bro 3; guide cath: medtronic launcher al 7.5 above rated burst pressure. Evaluation of the returned mini trek catheter noted blood visible on the balloon and on the shaft and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and the catheter being advanced into the patient anatomy. There were three bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulty with the guide wire. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to advance a mandrel through the guide wire lumen; however, the mandrel was advanced through the tip and there was strong resistance in the guide wire lumen 2.5 cm proximal to the proximal seal and the mandrel was not able to advance further. The guide wire lumen was collapsed 2.5 cm proximal to the proximal seal. The guide wire used in the procedure was not returned for analysis, therefore, it is unknown how it may have contributed to the reported difficulty. A new .014 in guide wire was backloaded through the balloon catheter and removed with some resistance noted at the collapsed inner member proximal to the proximal seal. The new .014 in guide wire was backloaded through the balloon catheter and the balloon was inflated to the rated burst pressure (rbp) and it was noted the guide wire was unable to be moved. The indeflator was positioned in neutral, and the guide wire was removed from the balloon catheter with slight resistance noted. Inner member collapse can be the result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. It was reported the mini trek was inflated to 18 atm multiple times during the procedure which may have contributed to the inner member collapsing. It should be noted the rx trek and mini trek rx coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a product quality deficiency. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that during a procedure of the heavily calcified, proximal right coronary artery lesion, the 1.5 mm x 12 mm mini trek was inflated 3 different times to 18 atmosphere (atm) without incident. During device removal resistance was met and it was noted that the mini trek was difficult to remove; it required tugging over the guide wire to facilitate removal. The device was removed separately from the anatomy and guide wire access was not lost. There was no clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.